Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was not possible to determine the root cause. However, it is presumed that a single optical fiber was disconnected at the loop on the video connector side due to stress, and communication could not be performed normally, leading to an event in which the image could not be obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the evaluation, the following were confirmed; there was no image displayed on monitor due to faulty cable, scratches on video scope pins connector, and a faded label on rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the 4k camera head video connector would not connect to tower. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image displayed on monitor due to faulty cable. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.